Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right knee was revised due to subsidence of the tibial component. Rep provided the primary operative report and an exam note and reported that no further information will be available.